Event description:
It was reported that this right ventricular (rv) lead was explanted due to a high capture thresholds. Another rv lead was successfully implanted. No additional adverse patient effects were reported. This product has not returned for analysis.